Event description:
It was reported the patient received twelve shocks for noise noted on the ventricular electrogram. It was further reported there were high thresholds, high impedance, oversensing and a fracture. The patient was seen in the emergency room where six of the shocks occurred. Therapies were turned off and the patient was transferred to a second hospital for laser lead extraction. During laser extraction procedure a perforation/tear of the right atria/superior vena cava and tamponade from the perforation occurred. A cardiac surgeon was called into the case and cracked the chest to attempt to stop the bleeding however this was unsuccessful and the patient is reported to have died during the procedure.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction is normally submitted via an alternative summary report that would have been due on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for summary reporting and is being submitted as a 30-day report. Concomitant medical products: d284drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 5076 implantable pacing lead, implanted (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.